Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Clarification on device information was received. The complaint was restated in that one of the screws on the extension did not fit with the extension and became loose, which made it impossible to fix. The cause of the issue was not known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during the surgery, the screw of the extension wire could not fix the lead. The new extension wire was replaced and the patient was in good condition. The cause of the issue was unknown. Effective measures were taken and the patient was in the hospital for observation.

Manufacturer narrative:
Analysis identified that the connector was pulled out/off at the distal end of the extension. If information is provided in the future, a supplemental report will be issued.